Event description:
The patient reported that the contrast button does not respond to presses. She reported that the keypad is intact.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The backlight button and up-arrow button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under the key contacts. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. The firmware revision and the manufacture date are ((B)(4), 2008/03).